Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The biomed reported that the mx40 is displaying a speaker malfunction and no sound is coming out of the mx40. The device was in clinical use. There was no report of patient or user harm.